Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electorsurgical unit (iesu) was analyzed and found to have a c-34 error upon startup when placed on an in-house system. The complaint regarding error c-34 was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a csr called in to report that the surgeon was facing an error c-34 when the bipolar was firing. Tse viewed the system event logs and confirmed error c-34. Tse advised to restart the erbe. Or staff will proceed under these conditions. They need their fe to resolve. The procedure was completing as planned after converting to the e-100 with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the generator still allowed us to use the monopolar mode, but the bipolar slots were not working. We therefore completed the procedure using a vessel sealer with the e-100 generator to meet our bipolar needs.